Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-21008. Reference MFR. Report: 1627487-2014-21010. It was reported the patient's ipg does not hold charge. Additionally, the patient does not feel right side/ back stimulation and is receiving unintended left leg stimulation. F/u identified the patient's scs system was explanted and replaced which resolved the issues. Product will not be returned.